Manufacturer narrative:
(B)(4). Investigation summary: the complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. This complaint cannot be confirmed. Further, a review into the depuy synthes mitek complaints system revealed no other complaints for this lot of devices with the product code that were released to distribution. A device history record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. If any additional information is obtained, this complaint will be re-opened to capture that information. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
This is report 2 of 2 for the same event. It was reported that the anchor was backed out when the tension was applied to the thread for fixation confirmation after the first anchor insertion during the arthroscopic bankart repair surgery on (B)(6) 2018. Then, the surgeon inserted second anchor where drilled the bone hole to another position, however, the 2nd anchor was also backed out. Finally, the surgery was completed and could has successfully inserted the 3rd anchor by drilling bone hole to another position. It was brand new and the first use when the issue occurred. There was no delay in surgery and no harm to the patient. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.